Event description:
The customer experienced issues with ion selective electrode (ise) sodium results over several days. Service had checked the analyzer on 02/26/2015 due to delta checks on sodium results and thought there was an issue with the cell wash. However, the issue reoccurred. The customer reran a total of 14 patient samples and had to send out four corrective reports. Of the data provided for two patient samples, only the sodium results for one sample were discrepant. The initial result was 149 mmol/l and the repeat result on another analyzer was 138 mmol/l. The initial result was reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The electrode lot number and expiration date were requested, but were not provided. The customer was instructed to perform an ise checks and precision testing. The field service representative found cracked vacuum tubing on the rinse mechanism. He replaced the rinse mechanism vacuum and fluidic tubing, flushed the waste valves, and replaced the sodium electrode. The customer ran calibrations, qc, and precision. All results met specifications and the system operation met specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.